Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over two (2) year, since the subject device was manufactured. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the "e226 error code" malfunction would likely, be related to deformed metal pins inside the video connector socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the video system center had an e226 error displayed due to deformation of metal contact pins of the scope connector. There were no reports of patient involvement.